Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment was found to be cracked. There were leaks at the battery compartment and the bolus button. Moisture contamination was found at the source of both leaks. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was present. This report is made based on results of investigation completed on (B)(6) 2016.